Event description:
Technician alleged that the brakes will engage but the swivel will not hold. No accident reported.

Manufacturer narrative:
The technician replaced all brake stems and horns to resolve the issue.